Event description:
A report was received from (B)(6) with information stating that the touch screen was stuck and non functional after boot up. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
Upon completion of the repair and evaluation of the device, a supplemental report will be submitted. (B)(4).